Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment medwatch report # mw5149786.

Event description:
User facility medwatch report mw5149786 received that states "on (B)(6) 2017 a (B)(6) 23mm trifecta gt aortic valve model # tf-gt-23a, serial # (B)(6) was implanted by dr. (B)(6) at the (B)(6) medical center. All went well until (B)(6) 2023 when I reported to cardiologist symptoms I was having of shortness of breath, easily fatigued and difficulty walking longer distances. I was scheduled for heart cath in (B)(6) 2023 when it was discovered a 90% blockage of heart artery but move important only a 40- 45% efficiency of my aortic valve replacement. I was schedule for further appointed with heart surgeon and interventionalist cardiologist in (B)(6) 2023 with further tee test in (B)(6). At that time I was scheduled for open heart surgery to replace failing valve and at the same time one CABG since they were there to replace valve. On (B)(6) 2023 dr. (B)(6) replaced by failing (B)(6) valve with an edward lifesciences device, model# 11500a, serial #(B)(6). Fortunately, although my (B)(6) valve was extremely calcified and I was being monitored after first reporting systems it was a worrisome wait from (B)(6) 2023 to (B)(6) 2023 to have replacement surgery. At no time did any medical personnel at (B)(6) ever mentioned that the (B)(6) device had been pulled from the market. The only mention to me was there were some issues with device that caused it not to last as long as they had hoped when initially implanted and they were going to implant another device this time. At the original implant surgery I was told anywhere from 5-10 years since I was 5 1/2 years postop I figured I was just a bit unlucky getting the low side of expectations. I have been extremely happy with the surgical skills and care I received. My concerns are with the lack of transparency by the (B)(6) or their lack of notification once the (B)(6) 2023 letter from the FDA went out regarding the potential risk of early structural valve deterioration. Patients should have been contacted immediately for a follow-up evaluation. If I hadn't experienced symptoms in (B)(6) 2023, several months after FDA letter, I may not be here today to correspond with you today." It was reported that on (B)(6) 2017, a 23mm trifecta gt valve was implanted during an aortic valve replacement. In 2023, the patient reported to the cardiologist with symptoms of shortness of breath, fatigue, and exertional dyspnea. The patient was found to have a coronary artery blockage, and the aortic prosthesis valve was only functioning at 40-45% efficiency. The valve was severely calcified. On an unknown date in 2023, the patient had an aortic valve replacement with a coronary artery bypass graft (CABG) in a concomitant surgery. The trifecta valve was explanted and replaced with a non-abbott valve. The patient status was stable.

Manufacturer narrative:
An event of symptoms of shortness of breath, fatigue and exertional dyspnea, and coronary artery blockage after more than five years of implant was reported. It was also reported that the valve was severely calcified and only functioning at 40-45% efficiency. The trifecta valve was explanted and replaced with a non-abbott valve. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.